Event description:
As stated by the customer (B)(6) 2012: cna had pt sitting side of unit with door open but unit was in full recline position. Cna states the door fell striking pt in the head when staff leaned over to unplug the unit while pt was getting out of the tub. Pt was taken to the emergency room at (B)(6) hospital.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the MFR arjo (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.